Event description:
The rigid scope was returned to olympus for repair with a loose screw on the main body, a stain in the image and a cropped image due to a damaged outer tube. There is no indication that loose parts fell into the patient¿s body or that the reported damage occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus hong kong (ohc) (returned to ohc on 2022/12/07). The evaluation at ohc confirmed that the guide pin is detached from the main body, the outer tube is bent, the image is cropped, and the light guide connector is burned. All these error patterns are caused by excessive force/use and can thus be attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the rigid scope without showing any abnormalities. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.